Event description:
I started using renu with moistureloc about a year ago. On or about 11/30/05, I started having problems with my eyes. I always felt that something was in my eyes, and I was very sensitive to light. On 12/02/05, my dr diagnosed me with keratitis, a severe eye fungus. Event did not abate after use stopped.